Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the stopcock was disengaged, material transfer was noted. The circular seal, envelope seal, trocar, obturator and cannula. The device could not have an air leak test performed because of the disengaged stopcock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged stopcock may occur when excessive force is applied during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic excision urachal cyst/remnant, the tip where insufflation tubing connects broke off shortly after use. Replaced with a new set to resolve the issue. There was no patient injury.